Event description:
No additional event information to report at this time.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: report source italy. Giovanni vicenti, giuseppe solarino, guglielmo (2023). Atypical vancouver b1 periprosthetic fractures: the unsolved problem. Sage journals, 1-8, https://doi.org/10.1177/21514593221145884. The exact event date is unknown at this time and the event dates provided are estimates based on the notification date. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental mir will be submitted. Multiple MDR reports were filed for this event, please see associated reports: mdr348725.

Event description:
It was reported in a journal article that the patient experienced a revision approximately 6 months post implantation due to right thigh pain. X-rays revealed fracture of the locking plate and screws along with refracture of the bone. Attempts have been made and additional information on the reported event is unavailable at this time.